Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, gastroin testinal/pelvic floor. It was reported that about 3 months ago they noticed their back was sore in the ins site, and currently it felt like they were getting shocked near the ins site which was kind of painful. The patient confirmed that they'd had falls where they landed on their backside prior to this event. The patient wasn't sure if the ins battery was due for a replacement so they called their healthcare provider's (hcp) office, but the hcp's office advised them to call patient services to see if their ins needed to be charged. The agent reviewed that the patient has a non-rechargeable ins. The agent reviewed the role of patient services. The patient did not have their patient programmer with them, so agent was unable to walk them through checking the battery status of the ins. The the patient was redirected to their hcp to further address the issue. The patient said they will call their hcp back and make an appointment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.